Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient allegedly would sometimes perform a bolus and the bolus did not record in the pump history. The patient¿s blood glucose (bg) reportedly had elevated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014 at 8:58 pm. There was no activity outside normal use recorded in the black box or download history. The total daily dose added up to equal the programmed daily rate target. The pump was exercised for 24 hours without any delivery issues. Advanced boluses were performed correctly and were accurately reflected in the bolus history at the time correct time and in the correct order. Unrelated to the original complaint, the display was noted to be dim and faded. Investigation did not confirm or duplicate the reported issue and the pump was found to be delivering insulin as intended without malfunction.